Manufacturer narrative:
The customer did not indicate any problems with calibration or qc at the time of the event. No service call was requested for this event. The root cause for this event is unknown.

Event description:
Beckman coulter inc. (Bci) internal monitoring data indicated one patient result did not match when run in duplicate mode on the unicel dxc 800 synchron clinical system. The initial glu result was 251.8mg/dl which repeated with a result of 4.7mg/dl. The result reported outside of the laboratory was 247mg/dl after confirming on an alternate instrument. The customer did not call and complain to bci about this issue. There was no affect to patient with regard to this event.